Manufacturer narrative:
Literature citation: patrick brannan, md; glenn r. Gaston, md; dan lewis, md; bryan j., "complications with the use of bmp-2 in scaphoid nonunion surgery". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a publication titled ¿complications with the use of bmp-2 in scaphoid nonunion surgery¿ (the journal of hand surgery, volume 41, issue 5, may 2016, page 609) that six patients with failed initial attempt at orif (all initially were cases of delayed union or nonunion), underwent revision surgery using bmp at an average of 13 months from index orif. Post-op, there was one case of non-union and patient underwent revision procedure: scaphoid excision and midcarpal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.